Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: only the delivery system of the embolic protection system (eps) was returned. There was blood on and inside the peel away sheath, consistent with the reported information that the device was advanced into the anatomy. There was no saline visible. The filter basket was returned loaded into the delivery sheath, indicating that the filter had not been deployed. The torque device was not returned. The reported coil damage was confirmed. The entire length of the tip coils was stretched. The shaping ribbon was separated 1.7 cm distal to the center solder and 6 mm proximal to the tipball. There was 7mm of the middle of the shaping ribbon that was not returned. There was no other damage noted to the delivery system. There was no damage noted to the tip coils during the prior to use inspection, suggesting that the damage likely occurred during use. Based on the event description, it is possible that the tip of the guide wire became trapped within the moderately calcified lesion at some point during placement. In order for the tip coils to be stretched in this fashion, it is likely that the tip was entrapped and the system was pulled back at some point causing the coils to stretch. Additionally, once the coils were stretched, further interaction with the stretched coils during withdrawal of the system likely caused the coils to further stretch exceeding the material limitations of the shaping ribbon causing it to detach. Scanning electron microscopy analysis of the fractured surfaces of the separation suggests that the ribbon failure may be attributed to ductile overload, consistent with the wire being pulled beyond the material limitations. The coil damage appears to be related to case circumstances and there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All embolic protection devices and recovery catheters are visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Event description:
It was reported that during a procedure in a moderately calcified left internal carotid artery, after the rx accunet was advanced through the lesion into the correct position, the length of the distal end of the guide wire was noted to be longer and irregular as the coils were loosened from the core wire. The undeployed device was removed from the anatomy and another rx accunet was successfully used. There was no adverse patient effects. Though requested, no additional information was provided. Device analysis of the returned device found the shaping ribbon to have separated with the separated portion still attached to the tipball.